Event description:
It was reported that twenty-four hours following the 6f angio-seal evolution, a hematoma formed. The pt was going to the operating room for a valve replacement and was going to receive high doses of heparin. A cut down was performed and the collagen was half way down the tissue tract. The collagen was not on top of the artery and the anchor could not be found. The pt has been discharged. No additional info is available.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined.